Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a data log corruption was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 572 mg/dl with trace of ketones, which were identified as life threatening by a healthcare provider; due to the battery gauge fluctuating. Customer addressed bg level via correction bolus via pump. A pump replacement was sent to resolve the issue.